Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging asthma (new or worsening), respiratory tract irritation. No other clinical information or medical interventions were reported. No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. The device was returned to a third-party service center for evaluation. During the evaluation of the device, the third-party service center visually inspected the device and found no evidence of foam particles or degradation. In addition, the device passed the final test.

Manufacturer narrative:
H3 other text : device returned to third party service center for evaluation.